Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly and a hardware low level alarm. The alarm was cleared and the self-test passed. However, the customer did not hear beeps after adjusting the volume setting. The customer stated that if they did hear beeps, then the audio was very faint. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was unknown; however, they experienced a low blood glucose of 30 mg/dl a week prior to calling. The customer mentioned recent instability in their blood glucose values, but did not provide further details. It is unknown if the auto mode feature was active and automatically delivery insulin during the low blood glucose event. The device will be returned for analysis. Frn-unk-rsvr, unomed set.